Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents report that the child is not hearing anymore using the device since (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's parents reported that the child had not been able to hear anymore using the device since (B)(6) 2020. The hearing performance was suddenly affected. Reportedly, hearing performance before (B)(6) 2020 was good. Neither a trauma nor recent changes in health or medication have been reported. No redness or swelling was seen over the implant site. The recipient has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient's parents reported that the child is not hearing anymore using the device since (B)(6) 2020. A revision surgery is considered; however, no date has been scheduled yet.